Manufacturer narrative:
(B)(4). Follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. No patient involvement was reported.